Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that many bubbles of air in the blue tubing and caused no vacuum during a procedure. The product was replaced and procedure completed with no patient harm. Picture of the bubbles in tubing provided. This is second of two events from this facility. Sample in transit to manufacturing site.

Manufacturer narrative:
. This is the second complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The customer returned four manifolds. The samples were visually inspected and no issues were observed on the first two samples; however, the other two samples had what appeared to be solvent on the male end of the white connector. The samples were functionally tested and the first two sample passed testing with no issues, the other two samples failed the priming and generated a system message code. Leakage was observed from the connection of the white connector and blue fitting, the raising of the material on the white luer from the solvent did not allow for a good, tight seal with the aspiration luer. The solvent on the wall of the fittings caused a channel that exposed the aspiration flow path to ambient pressure resulting in the loss of vacuum. The root cause of the customer's complaint for the first two samples could not be established; the returned samples met specifications. The root cause of the customer's complaint for the other two samples is a solvent bond attack on the white luer. Solvent was inadvertently dropped onto the luer during attachment of the tubing. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time; however, the supplier will be notified of this issue. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).